Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation will be completed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient was hospitalized with a blood glucose of 362 mg/dl with thirst and vomiting. Reporter stated that the up, down and ok buttons were damaged and then became unresponsive. This complaint is reportable because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.